Manufacturer narrative:
(B)(4). Batch #: unknown (B)(4). Additional information was requested and the following was obtained: what is the surgeon's experience with device? We didn't hear his experience, but this was not first time to use the device. Were any difficulties with device encountered during the original operation? No. Approximately how close to the ureter was the device activated? We didn't obtain the answer from the surgeon. What was the anatomical location of the injury on the ureter? No further information will be available. What is the nature of the injury - thermal or mechanical in nature? Inserted stent. Was the lateral thermal spread larger than anticipated? No. How was the injury addressed? 4 days after the operation, the surgeon conducted ivp and confirmed there was no problem. However, the drainage volume was not decreasing, so 5 days later, the surgeon conducted ivp again and confirmed the leakage. Does the surgeon believe the injury is associated with an alleged deficiency of the device? The surgeon says he don't have idea of root cause, but it may be due to the large blade. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, after an open hysterectomy, ureteral injury was found. There was no problem during the operation. Gen11 was used. The device was used to complete the case. There were no adverse consequences to the patient. No further information is available.